Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is to capture the event reported in (B)(4). It was reported that during impaction of the final femoral implants, the femur would not seat fully. The surgeon continued with moderate to heavy hits to seat the femur and decided to leave it 2mm proud because he was afraid the femur would break. The anterior flange of the femur ground and scraped along the anterior cortex and was very concerning that this would cause a fracture. Doe: (B)(6) 2019. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> j3591m. Device history review ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.